Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported failure to recharge her scs system as recommended for approximately 7 months after an unrelated surgery. As a result, the ipg was unable to communicate with any external devices and was subsequently deemed inoperable by the sjm representative. In turn, surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced with a different model.